Manufacturer narrative:
A doctor reported that two veneers that had been cemented with maxcem elite turned gray in color immediately after light curing. The patient is doing fine. The doctor is having two new veneers made and stated that he will cement them with a product other than maxcem elite. The product was not returned from the doctor, therefore a retain sample was evaluated for color and was found to be within product specifications, as the color matched with that of a fresh approved sample. Because of this investigation result, it was concluded that the color-shift was not due to a product failure. And because no other complaints of this nature were received regarding this product lot, it was concluded that this incident was an isolated incident. Retain sample from same lot was tested.

Event description:
On (B)(6), 2010, a doctor reported that two veneers that had been cemented with maxcem elite turned gray in color immediately after light curing.